Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and on (B)(6) 2018 with blood glucose of 398 mg/dl. The customer had another blood glucose over 600 mg/dl, 475 mg/dl, 140 mg/dl. The customer was treated with intravenous sodium chloride and syringe. Troubleshooting was performed for high blood glucose and under delivery. The customer had been using insulin pump system within 48 hours of hospitalization. The customer reported that they had performed the high pressure test and the test was passed. The insulin pump will not be returned for analysis.